Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported having issues with their (iaware) network connectivity . It was reported that an unspecified infusion was programmed to infuse at 175ml/hr. However iaware showed 134ml infused between 1200 and 1300. The customer had difficulty when patient was transferred to the floor the user was unable to scan mesna and stated "barcode not recognized", the user tried different modules with no fail and replaced the pcu at 1525.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is no longer MDR reportable.

Event description:
There was no report of patient involvement.